Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Moreover, it was confirmed that this device exhibited premature battery depletion (pbd). The device was scheduled for replacement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. As of this time, this s-ICD remains in service. No adverse patient effects were reported.